Event description:
It was reported that the patient presented in clinic for routine pacemaker replacement. Device interrogation revealed noise and blood contamination on the pacemaker. Device was replaced normally with no issues. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was not confirmed and the reported event of fluid in the header was confirmed. Visual inspection of the septum, setscrew and contact spring was performed and minimal amount of body fluid was noted on ventricular setscrew, which does not pose any clinical risk and will not affect device functioning. No further anomalies were noted.